Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023. H6: investigation summary: fifty three sealed 32g x 4mm pen needle samples were returned from lot. No. 2116279, cat. No. 320140. Visual examination and a functionality test as per q-sop-183-dl was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was difficult to operate and cause incorrect administration of insulin. The following information was provided by the initial reporter: the patient reports that the needles are bent, albeit changing the point of penetration each time. This causes incorrect administration of insulin and consequently non-adherence to therapy.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was difficult to operate and cause incorrect administration of insulin. The following information was provided by the initial reporter: the patient reports that the needles are bent, albeit changing the point of penetration each time. This causes incorrect administration of insulin and consequently non-adherence to therapy.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.